Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriotomy site post left heart cardiac catherization procedure. A 6f pinnacle sheath was used during the catherization. The pre-deployment right femoral angiogram revealed no peripheral vascular disease (pvd), the vessel size was larger than 6 millimeters (mm), and the arteriotomy was in the common femoral artery )cfa). The puncture appeared to be high (over the top 1/3 of the femoral head) the angio-seal was deployed routinely after the black marker band was observed. Before the pt was removed from the table, the pt complained of right sided abdominal pain. No hematoma was vissible. As the pt was moved slightely, the pain went to the backside. The pt underwent surgical exploration and retroperitoneal bleeding was diagnosed by the vascular surgeon. Blood was evacuated and the arteriotomy was sutured closed. The angio-seal device was removed. The pt was recovering satisfactorily. The vascular surgeon stated the anchor was intra-arterial however, the sandwich between the anchor and collagen was not cinched sufficiently together, which allowed bleeding to occur around the device.